Manufacturer narrative:
Investigation summary: quality initiated an investigation on increased background color for gardnerella. Customer reports an increased background color for gardnerella that may be affecting overall result. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown. Nonetheless batch history records are always reviewed prior to product release. Complaints received for this device and reported condition will continue to be tracked and trended. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd affirm¿ vpiii microbial identification test, false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer was using 446257 kits for 9 years, and about a year ago, they switched to 446252; customer reports an increased background color for gardnerella that may be affecting overall result; the very low, light blue g. Vaginalis shows on all 3 instruments.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the inve1119779-2023-00711 stigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd affirm¿ vpiii microbial identification test, false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer was using 446257 kits for 9 years, and about a year ago, they switched to 446252; customer reports an increased background color for gardnerella that may be affecting overall result; the very low, light blue g. Vaginalis shows on all 3 instruments.